Event description:
On (B)(6) 2011, patient reported multiple concerns with the infusion sets. He reported insulin leaks from under the infusion set adhesive pad, the connection between the tubing and the headset becomes dislodged, the needle box is difficult to remove, and the headset does not release properly from the insertion device. This has resulted in elevated blood glucose in the range of 210-355 mg/dl, and target blood glucose is 100 mg/dl. Patient delivered insulin injections to lower blood glucose. The infusion cannula has not appeared to be bent or kinked. He does hear an audible click when the tubing is connected to the headset, but the connection does not feel secure and becomes dislodged easily. The infusion set and cartridge are used per specification. The infusion sets and insertion device were replaced and requested for evaluation. Patient was also sent a different type of infusion set to try. A request was submitted for additional training with a clinical trainer. Follow-up was provided on (B)(6) 2011 following the training session. Patient verbalized that he was comfortable using the insertion device and the infusion sets. The patient did not require treatment from a health care professional or second party to address the issue.